Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and the device delivered high voltage shocks with the expectation of two episodes. No known treatment was provided. The patient was stable and being monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.